Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was received: I am unaware of this complaint. No complication occurred.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the specific complication that occurred to the patients where the ethicon linear cutter, 55 mm was used?

Event description:
It was reported via journal article: title: a novel approach to reduce blood loss in patients with placenta accreta spectrum disorder, authors: ozhan m. Turan; allison shannon; mehmet r. Asoglu; katherine r. Goetzinger; citation: https://doi.org/10.1080/14767058.2019.1656194. This study discussed about the cesarean hysterectomy for the treatment of placenta accrete spectrum (pas) disorders has the potential to be associated with significant blood loss, massive transfusion, and operative morbidity. Between 01 july 2014 and 15 december 2018 for the treatment of pas disorders and 23 patients (mean age=32 years, age range=22 ¿ 43 years; mean bmi=30.1 kg/m^2, bmi range=20 ¿ 43 kg/m^2) underwent cesarean hysterectomy. Under ultrasound guidance, four interrupted, full thickness, 0-vicryl sutures (ethicon) were placed in the uterine fundus to create avascular plane. Hysterotomy is developed and elongated in cephalad fashion using the linear cutter (endo-surgery linear cutter, 55 mm; ethicon). During the procedure, the linear cutter is locked and deployed to complete transection of the uterine wall. The umbilical cord is clamp and cut, the free end was tied with 0-vicryl suture and replaced into the uterine cavity. Reported events included estimated blood loss of 1500 cc (range=500 ¿ 4100 cc) (n=23) which the patients received a median of 1 (0-5) unit of packed red blood cells. Only one patient received 5u of prbc; complication (n=4); percreta where cause had incidental ureteral injury during uterine artery clamping (n=1). Intentional cystotomy was performed. In conclusion, use of a linear cutter and closure of the lower anastomosis with vss prior to clamping uterine artery during cesarean hysterectomy can significantly reduce blood loss and transfusion rates. This technique is applicable in emergent and nonemergent settings as well as for the most challenging procedures complicated by placenta percreta.